Event description:
It was reported that an embolization coil implant was positioned in the target treatment site and detached. However, upon removal of the delivery pusher, it was noticed that the implant was still attached to the delivery pusher. It was attempted to push the implant back into the target zone and the implant detached. A coil tail was protruding into the coronary artery. A snare was used to attempt to retrieve the coil, but the coil was fixed in place and stretched. The implant was withdrawn in its entirety along with the microcatheter. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided/ a search for non-conformances associated with it could not be performed. The device has not yet been received for evaluation. If it is received, an investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Summary of device evaluation: the implant was the only component received for evaluation. The coil pusher was not returned. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). The implant was returned damaged, which is consistent with using a snare device to retrieve it as indicated in the complaint. Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable.